Manufacturer narrative:
(B)(4). Date sent: 8/31/2023 d4: batch #163c63 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage with a reload present. The reload was received fully fired. In addition, a reload b (150c56) was received fully fired with the swing tab in the locked position. However, both gripping surfaces broke off, they were not returned and making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163c63, and no non-conformances were identified. The lot#194c25 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during an open colectomy, it was stiff to remove the cartridge, and the cartridge tab broke when removing the cartridge which was used at 1st firing. The 2nd cartridge could not be removed after firing. The staple was formed properly, and there was no unusual feeling in using the device. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.